Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a masters series heart valsalva aortic valves graft was implanted. On the morning of (B)(6) march 2022, the patient went into sudden ventricular fibrillation, cardiac arrest. The patient was on dopamine and adrenaline infusion, unstable and had circulatory insufficiency. Resuscitation was performed. Patient was given medication and defibrillated once which was effective, with a stable rhythm. One unit of packed red blood cells was transfused. The patient was discharged on (B)(6) 2022. The cause of the cardiac arrest was due to patient condition because of their abdominal aortic aneurysm (aaa). There were no intraprocedural adverse event occurred and no intraprocedural device deficiencies. No additional information was received.

Manufacturer narrative:
An event of cardiac arrest, ventricular fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.